Event description:
Event or problem: PICC line cracked.

Event description:
Add'l info rec'd from MFR 5/30/03: the engineering evaluation indicated the returned device was identified as a 7-5 fr dual lumen assembly, either part number 45-513 or 45-445. Visual inspection confirmed the 18 gauge red hub was cracked at the proximal luer. The 20 gauge blue hub was also cracked. A syringe with a male luer and a rotating adapter was attached to the blue hub to evaluate lumen patency by infusing air onto the hub through the catheter. The hub and catheter were submerged in water to detect the flow of air out the distal end and to identify leakage. Lumen patency was confirmed by air bubbles flowing out the end of the catheter and no leaks were observed. Similar testing was performed on the red hub and catheter and patency was also confirmed and no leaks were observed. A plastic dispensing tip, efd part number 5122tt-b, was attached to the syringe and was inserted into the red hub sealing the inner diameter of the hub. The tip, hub and catheter were submerged in water to detect the flow of air through the catheter and out the distal end and to identify leakage. Lumen patency was confirmed and no leaks were observed. The hubs were cracked but no leaks were found in the device. Nonetheless, because of the cracks, the product was removed from the pt and another catheter was placed for continuation of treatment. The labeling of the device does not include any statement regarding the expected occurrence of a cracked hub. The current observed frequency for this reported defect on this product family over the past 4 months is approx 0.14%.